Event description:
It was reported that the arrow stimucath separates during removal. The catheter separates and the wire is being exposed and coil unravels resulting in difficulty removing the catheter. Reference MDR #1036844-2010-00239, MDR #1036844-2010-00240, MDR #1036844-2010-00241 and MDR #1036844-2010-00242 for similar events reported on maude event report involving the arrow stimucath separation.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.